Manufacturer narrative:
Visual inspection of the returned product found the lens haptic torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated that, the surgeon inserted and then removed a single piece collamer lens model cc4204bf, due to the lens would not open. The surgeon enlarged the incision and removed the lens. A second lens was inserted and it also tore. See manufacturer report number 2023826-2007-01099 for the other incident. A third lens was implanted.